Manufacturer narrative:
Pump received with cracked and bleeding lcd glass. Also received with cracked reservoir tube lip, cracked case at the reservoir tube window corner, cracked reservoir tube window and cracked battery tube threads. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was unknown mg/dl. The customer stated that there is crack on screen and has black dime size on display. The customer stated that the device was dropped and screen not readable. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.